Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer's blood glucose level since the caller was unsure if it exceeded 500 mg/dl. The technical support team arranged to replace the pump, and the customer was advised to use multiple daily injections as backup therapy.